Event description:
A report of a pocket revision was received. The reason for the revision was due to discomfort at the pocket site. The physician moved the pocket to a more comfortable location. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.